Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 960-152, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site had issues loading an exam. It was reported that the navigation system was unresponsive when loading the second exam out of five. Additionally, it was noted that the navigation system was unresponsive for about fifteen minutes. The software was rebooted with the task manager "ctrl+alt+delete" which restored functionality after loading the exams through unstructured digital intercommunication of medicine (dicom). There was no patient present when this issue was identified.

Manufacturer narrative:
Software analysis was unable to determine the root cause of the reported behavior due to lack of reproducibility. If information is provided in the future, a supplemental report will be issued.